Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator from time to time failed pressure transducer test during pre-use check (puc). During troubleshooting on-site, the field service engineer tried another expiratory cassette, but puc still failed. He concluded from information in the device logs that the expiratory channel printed circuit board (pcb) caused the reported problem and replaced it. The expiratory channel pcb was returned for further investigation. The evaluation of received device logs confirms failed puc pressure transducer tests with the message "the expiratory valve constants were not stored persistently." On (B)(6) 2022 and (B)(6), the reported date of event. The date of event will be updated accordingly. There are also indications of problems with the patient circuit. No technical error codes were generated. The returned expiratory channel pcb was tested in the reference ventilator without any fault being detected. Five pre-use checks and more than five extra pressure transducer tests passed. Simulated use test ventilation ran for two days without any deficiency noted. The reported issue will be detected during pre-use check. The conclusion is that the reported issue could be confirmed in received device logs but not during the laboratory investigation, the expiratory channel pcb worked as expected. As no permanent problem was found, the root cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).